Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. The device became stuck in the vessel after the clip was fired. The device was removed and the pt achieved hemostasis with manual compression. No additional info available.